Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, tissue damage appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issues, reducing mr to 2+. To further reduce mr, a second clip was advanced; however, it was noted the xtr clip caused a posterior leaflet tear and mr increased to 3. The ntr clip was not implanted and was removed. No additional intervention will be performed due to the poor leaflet quality. No additional information was provided.